Manufacturer narrative:
Apoc incident # (B)(4) .apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/11/2014. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. T (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot (B)(4). Assessment: the results on the I-stat are both considered positive as they are above the published I-stat ctni cut off (0.08 ng/ml). The lab result would be considered negative based on the laboratory defined cut off, however the result is elevated at 0.25 ng/ml. Based on the patient's clinical history as well as both admission and discharge diagnosis of thoracic type 2 aneurysm, hypertension and end-stage aortic stenosis indicate that there is cardiac involvement with this patient. As per the I-stat labeling, there are many clinical conditions that can lead to an elevated troponin level without ischemic coronary artery disease. Such conditions include blunt trauma, myocarditis, congestive heart failure, left ventricular hypertrophy etc the FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2014 abbott point of care was contacted by a customer reported they obtained discrepant troponin I results on an (B)(6) female patient presented in the ER . The patient vomited at home about 30 minutes after taking keflex prescribed earlier the day before. The patient was seen earlier for a hematoma to her leg following a fall at home. Reported some chest pain with shortness of breath that has been resolved in the ER. Daughter reports that she is normally on 2 ½ l oxygen but realized that she was on 1 l at home. Patient is asymptomatic in the ER. The onset of vomiting was just prior to arrival. Patient's family reports she has missed 5 out of the last 6 dialysis appointments. Return product is available for investigation. There was no patient information available at the time of this report. There was no repeat on I-stat. Method sample# result date collected tested I-stat (B)(6) 2.75 (B)(6) 2014 0037 0037 I-stat (B)(6) 0.34 (B)(6) 2014 0130 0130 at the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care (B)(4).